Event description:
The user facility reported there was a visible blood leak from the dialyzer header, which did not go into the dialysate compartment. The machine did not alarm, as the leak was caught quickly. The pt lost a circuit of blood (approx. 250-300 ml) and a stat hemoglobin test was ok; there were no complications to the pt. The pt was fine and treatment was successfully completed on another machine with no issue.

Manufacturer narrative:
The device has not yet been received for physical evaluation. A plant investigation is still ongoing and a supplemental report will be submitted upon completion.